Manufacturer narrative:
Other applicable components are: product ID neu_wrench_acc, serial# unknown, product type: accessory; product ID 977a260, serial# (B)(4), product type: lead; product ID 977a260, serial# (B)(4), product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care provider (hcp) reported via the company representative (rep) an implantable neurostimulator (ins) resistance value abnormality, 8-15 electrode only, at implantation. Did not change despite repeated measurements. The device settings were: 0v, 210pw, 1,000ohm, 40hz, 8+9-. No x-ray was taken. There were no external factors that may have contributed to the event. In order to determine whether the problem was related to the lead or ins, the connection of the ins and lead were checked and also lead fracture with the multi lead trialing cable (mltc) were checked. 0-7 and 8-15 leads were replaced and resistance values were measured. There was a strong sense that the problem was an ins resistance value abnormality. The action taken to resolve the issue was a new ins was used. The issue was resolved at the time of this report. No symptoms were reported. There was no injury to the patient. The indication for used included failed back surgery syndrome.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.